Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to this issue, the pump was returned with cosmetic flaws in the form of scratched and chipped paint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 04/19/2016.